Manufacturer narrative:
Based on the information available, the product malfunction is not able to be confirmed. Sufficient gfes (good faith efforts) were sent to obtain additional information pertaining to the cause and resolution, however, no response was received.

Event description:
Philips received a complaint on the heartstart xl device indicating that the screen was black.